Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the clinician was in the middle of implant placement, discovered implant container was empty. The clinician was able to place implant because he had a back implant size 4.7x8 in the office. Tooth #20.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G4: additional PMA/510(k) number ¿ k011028 / k013227 g6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie received the reported implant packing for evaluation. Visual evaluation was performed. Unverifiable. Empty packaging returned and was already opened by customer. DHR review was completed for the subject lot number 1249817. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1249817 for similar events and no other complaint was identified. Based on the investigation, the most likely root cause determined was improper handling of devices/packaging outside of zimvie controls. Therefore, based on the available information, packaging malfunction and the reported event could not be verified since the condition of the product/packaging as received by the customer was unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.